Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. Scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, missing reservoir tube o-ring, broken reservoir tube lip, missing retainer ring, and faded serial number label. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm and replace battery alarm. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Already cleared the alarm and have the battery replaced but still has a red battery level on the pump. The battery cap was not loose, cracked and damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.